Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high and low blood glucose levels. The blood glucose reading was 397 mg/dl when the customer complained of dizziness and nausea. She went to the emergency room and was discharged the same day. The next day, the blood glucose reading was 25 mg/dl and took a while to come up, she returned to the emergency room. She was treated and the blood glucose reading shot up to 427 mg/dl. She also experienced diabetic ketoacidosis and spent 36-48 hours in the hospital. She advised that she saw an educator and made adjustments to the insulin pump, which she advised was working fine. Nothing further reported.